Event description:
On october 16, 2008, the customer notified baxter that confusion and complexity of the programming of bolus (piggyback), with the new d2 cxe triple channel colleague volumetric infusion pump, lead to a medication error. A female patient was admitted in 2008 for acute respiratory distress syndrome (ards) with septic shock and urosepsis. The patient was under sedation on an oscillator/ventilator. Levophed was infusing at a concentration of 8mg/250ml at a rate of 5ml/h through a central line to maintain the systolic pressure to 110mmhg. The patient was in a pre-code state. The patient's pressure decreased to 90/50mmhg and a 2ml bolus of levophed was prescribed. The common practice is to give the bolus using the colleague piggy back mode rate-volume where the bolus is pulled from the primary bag then reverts to its normal primary infusion rate and volume remaining. The nurse pressed stop to access the change mode functionality in order to get to the piggyback rate volume option. By doing so, the blood pressure dropped from 100mmhg to 40/20mmhg. The nurse did not have time to access the change mode screens to access the piggyback function so she had to open the pump channel and manually titrate the medication to flush the levophed. Following the event, the systolic pressure was restored to 100mghg but at the time of the event staff had to increase the primary rate to 50ml/hour. The patient was also receiving fentanyl 10 mcg/ml at 50ml/hour and versed 1 mg/ml at 5ml/hour. Three or four colleague cxe upgraded devices were in use on the patient at the time of the event. The patient remains under sedation, with slight respiratory improvement, and on a conventional ventilator. No labs or scans were ordered as a result of the event. Same patient was involved in another reported incident with a colleague device.

Manufacturer narrative:
The device was not sequestered. The event history has been overwritten with new history data. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.